Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was observed to be getting stuck at the last row of cubies during opening and at the first row during closing; however, it fully opened and closed with slight force. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.